Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high", although specific value was not provided. Cause was not known. Customer addressed elevated bg by a correction injection via manual insulin therapy (mdi) and a correction bolus via the pump. Due to the customer stacking insulin from the pump and mdi the customer bg subsequently degreased to 42 mg/dl. Customer lost consciousness. Reportedly, the customer¿s friend helped the customer into a wheelchair and provided carbohydrates and candy to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.